Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight; inflation: terumo encore 26 (20cc); guide cath: 6f-jr 3.5 sh, xb 3.0. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that using a radial artery access approach during a procedure of the mildly tortuous, mildly calcified, de novo distal left anterior descending (lad) artery, the 3.0 x 23 mm xience prime stent delivery system (sds) was positioned and 2 inflations attempted at 14 and 16 atmosphere (atm) but the balloon did not inflate. The device was removed from the anatomy and it was noted that the stent remained mounted on the balloon. A 3.0 x 28 mm xience prime sds was used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available and the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.